Event description:
Rn hung mgs04 on 8/8/93 at 1140 then tended to other pt needs for a few mins. Looked back at mgso4 and bag was almost empty. Ivpb was to infuse over 2 hrs and had been hanging only 10 mins. Immediately discontinued. Sample of IV fluids sent to lab for analysis, results showed mg++ levels greater than 10 in 0.9 normal saline, leading rptr to conclude, after further investigation, the mgs04 had gone into the main IV bag and that the tubing had a back flow valve which apparently failed. There was no known pt injury, she did not exhibit any symptoms of mgs04 overdosedevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, telemetry failure, none or unknown, valve. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.